Manufacturer narrative:
Evaluation summary: no material was returned for evaluation. The log file review showed no relevant system messages or other abnormalities. During the day the user performed (B)(4) treatments without any abnormalities. The log file showed the treatment for right eye was interrupted by the user four times (summed break time 40040ms) by releasing the laser pedal. Documentation review showed: the reviewed data show a postoperation refraction of +1,5d of sphere (3 months), after a myopic treatment of -9,00d sphere. The patients preoperative refraction for sphere was -9,25d and according to this relatively high refractive error the surgeons nomogram adjustment should have been more than 0,25d in order to achieve the expected refractive outcome. The system history showed that the laser was verified successfully prior and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on manufacturer acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Potential contributing factor was nomogram adjustment too small, that is, too high correction value entered.

Event description:
A healthcare professional reported bad results of the procedure in a patient's right eye. Patient reported overcorrection. This is one of seven reports being filed for this patient. This report is for patient 11 right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).